Event description:
Information received regarding the device notes problems with atrial capture. Capture thresholds measured via an analyzer were 0.7 v, 0.4 ms, sensing thresholds were 6.8 mv, and impedance was 584 ohms. Several attempts were made to regain capture by reconnecting the lead to the pulse generator, but the loss of capture continued. The patient's condition was good after the event.